Event description:
It was reported that the patient underwent a replacement surgery with an inflatable penile prosthesis (ipp) in which the existing device was removed and a new ipp was implanted. The explanted device was mentioned to be an older ipp. No information was provided about the patient's outcome.